Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set had a lock of hair in the blister. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This occurred for two (2) separate devices. Two devices were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a lock of hair in the blisters. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.